Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4) investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. Rationale: though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions through CAPA# (B)(4) to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 unspecified bd venflon¿ catheters leaked blood through the injection port. This complaint was created to capture the 6th of 9 related incidents. The following information was provided by the initial reporter: "the complaint refers to the venflon 22g - valve in venflon dislodged on flushing, blood lost through injection port. The complaint raised through the escalation of the emails while contacting the employees of gstt with regard to the number of incidents regarding bd venflon at their hospital."